Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The light source was returned as part of the asset return process. During routine inspection of the device by olympus, it was observed the device had water leaks from the output connector. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon (1): the probable cause was that water leakage from the output connector occurred due to deterioration of the pump. Phenomenon (2): the root cause could not be identified. Olympus will continue to monitor field performance for this device.